Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2023. H3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned device. Overall inspection of the returned sample shows that it was received a dispensed needle suture that pertains to the product code w8121. The product is double-armed. Upon visual inspection of the returned sample, it was noted that one needle was not returned for evaluation. The needle suture was visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. In addition, the other extreme was examined and the insertion mark could not be observed. The functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04692, 2210968-2023-04693.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2023 and suture was used. During the procedure, the suture's thread got detached from needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint b)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information : patient information unknown a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04693.